Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: dealer states composite handrims frequently break on chairs creating jagged edges fears may hurt someone.